Manufacturer narrative:
Insulin pump received cracked case at display window corner, cracked reservoir tube lip, shifted/loose endcap sticker, dual/square wave bolus function properly and bolus recorded properly at status screen. Insulin pump calculated properly at daily total.

Event description:
It was reported that the customer's insulin pump was damaged. Her insulin pump was pulled out and dropped. The insulin pump was not able to calculate the square part of the bolus when she tried to do a dual/square wave bolus. She is no longer using her insulin pump. The dome label was falling off. Her blood glucose level was 132 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.